Event description:
User said that she calibrates the unit in the morning, and by 2:pm, the load cell reading will drift to approx 11.5 gm. She also reported that the first bag of the day they send to the lab for analysis, the lab has reported a 1% to 2% underfill. She could not tell from what station the underfill was occurring. There was no pt involvement.

Manufacturer narrative:
The unit was received dirty and was tested as received. It passed all performance tests. The complaints of load cell drift or underdelivery could not be duplicated.